Manufacturer narrative:
H3: examination of the valve in our lab revealed extensive calcification within each cusp which resulted in stenosis of the effecitve orifice area, leaflet disruptions, including detachment and embolization of the right-coronary cusp, as well as incomplete coaptation. Host tissue overgrowth fused the attachment site between the right and noncoronary cusps, as well as encroached onto each cusp, contributing to stenosis of the valve. X-ray analysis revealed calcification within the aortic wall, belly and free margin of each cusp. Stent distortion was noted and appeared artifactual of explant. Histological analysis was performed by our consulant pathologist and his report is as follows: "received for review is a porcine bioprosthetic valve. One leaflet is missing. The two present show marked calcification with small tears present in the tissue leaflets. Microscopic examination shows the marked degenerative changes. There is no inflammation present. There is also calcification and fibrosis of the aortic wall. No thrombosis present. In summary, this valve shows marked calcification and degernerative changes with no evidence of infection or thrombosis." The primary cause for dysfunction of this valve was determined to be due to extensive calcification. These findings would account for the symptoms noted clinically. H6: 86=x-ray analysis.

Event description:
This event was reported as leaflet disruption, regurgitation and 'degenerative changes'. No further information provided.